Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue inserting a new site and had to redo it. Customer stated that he had a bad site and had to replace the set. Customer stated that his blood glucose level was 280 mg/dl and then it went to 440 mg/dl. Customer stated that the meter would no longer read his blood glucose level because it went too high. Customer stated that he had a lot of scar tissue. Customer stated that he has run out of tissue that is not scarred. Customer was advised about off-label use and advised that medtronic only endorses insertion in approved sites. No further assistance needed.